Manufacturer narrative:
Patient weight (B)(6) kg. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 5fr sheath, after a diagnostic procedure. Reportedly, when advancing the knot the suture pulled out with tissue attached. Manual arterial compression was applied to treat the vessel damage and achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture pulled out with tissue attached¿ was confirmed. The device observations indicate that needle deployment was successful; however, tissue observed in the in the pre-tied knot suggests that the artery was friable such that the suture was pulled out. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.